Manufacturer narrative:
B3: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that there was constant audio. There was no physical damage reported. There was no patient involvement. And no harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a nub downstream occlusion. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.